Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele, a rectocele, an enterocele, and a paravaginal defect. The outcomes attributed to the device were pain, erosion, extrusion, recurrence, dyspareunia and urinary problems. It was reported that the patient underwent excision of exposed mesh with re-approximation of mucosa on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat rectocele, cystocele, enterocele, and paravaginal defect and mesh was implanted along with the concurrent procedures of cystocele repair, repair of paravaginal defect, and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, dyspareunia, and atrophic vaginitis.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, dyspareunia, and atrophic vaginitis.